Manufacturer narrative:
The company rep verified fault log. The comp rep replaced the drive manifold (part number: 0104-00-0018). The iabp was tested to factory specification. It functioned normally and was returned to the customer. Internal file: (B)(4).

Event description:
The customer reported that during a training session, at start up, the iabp generated an "electrical test failure code #58" alarm (power-up vent test failed), an "error code # 2" alarm (68020 cpu not functioning correctly), a "system failure" alarm and an "autofill" alarm. No patient was involved.